Event description:
A report was received that the patient was not feeling the stimulation and that the lead displayed low impedances. X-rays indicated that the lead had migrated. Fluoroscopy showed the lead had wrapped around the ipg and the physician noticed that the lead anchor had torn in half. A thick clear liquid was present when the pocket was opened. The physician attempted to replace the lead but had trouble positioning the new lead so he decided to explant the pt instead.